Event description:
Reporter indicated that a vns pt made three suicidal gestures. The gestures were rated as moderate. The suicidal tendency was rated as severe and definite, but ambivalent. The pt does have a pre-vns history of suicidal gestures, but has had a greater number of suicidal gestures since being implanted with the vns. The suicidal gestures are a normal pattern of behavior for the pt per the reporter. Consultation with the pt's primary care psychiatrist was performed as an intervention. Further attempts for info are in progress.